Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode and ceramic separated as one piece. The electrode is still attached to the active rod. In addition the ptc was damaged at the distal end and the I-blade was damaged. Testing found a short on the device when the jaws are fully or partially closed, resulting in the damage to the ptc and a yellow message screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The condition of the I-blade and the electrode prevented the functionality of the jaw. The jaws were unable to cycle open and close due to interference between the blade and electrode. There is insufficient evidence related to what caused the I-blade damage; a probable cause could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the error "replace instrument" came up after a having used it for a little while. The case was completed by using another instrument. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.